Event description:
The consumer alleges the right front caster bent while he was in the chair, causing him to be thrown from the chair. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the fork component of the caster. The model is trsx58fbf and the serial number is unknown. There were 3 serial numbers (B)(4) on the dealers order at the time this device was purchased. The dealer does not know which device went to the consumer. All 3 chairs were manufactured at (B)(4). The manufacturer notification letter will be sent to (B)(4) with sn unknown. Invacare provides all users of model tracer sx5 wheelchair a user's manual part no. 1110550 rev g. It is unknown if the consumer fully read and understands the user manual. On page 5 - a warning for understanding the user manual prior to using the device is provided. It states - "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." It is unknown if the consumer had additional accessories on the device. A warning is provided for this. On page 5 - accessories warnings - "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." It is unknown if the consumer was following the general warnings on page 10 that may have prevented the broken caster. General warnings - "to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel." It is unknown if the consumer followed the hand grip warning on page 11 - hand grips warnings - "always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately. When cleaning rear cane or hand grip areas use only a clean towel lightly dampened with cool water. Verify that grips are dry prior to use. Use of soap or ammonia based cleaning solutions will result in the hand grips sliding off the cane assembly. Failure to observe this warning may result in injury to the user or bystanders. If the wheelchair is exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure that the handgrips do not twist on the handle. Otherwise, damage or injury may occur." It is unknown if the consumer followed the incline and surface warnings on page 12 - warning - "do not traverse, climb or go down ramps or slopes greater than 9 degrees. Do not attempt to move up or down an incline with a water, ice or oil film. Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair. Never leave an unoccupied wheelchair on an incline. Do not attempt to stop the wheelchair while on a sloped surface." It is unknown if the consumer followed the stability warnings on page 13 "warning - stability - the seat depth, size/position of the front casters, size/position of the rear wheels, use of anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the seven may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician. The various seat-to-floor heights require specific settings depending on rear wheel size, rear wheel position, front caster size/position and desired seat-to-floor angle. These adjustments must be performed by a qualified technician." Stability and balance page 16 "warning - be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property. This wheelchair has been designed to accommodate one individual. If more than one individual occupies the wheelchair this may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user and passenger and damage to the wheelchair and surrounding property." The tire pressure at the time of the incident is unknown, tire pressure page 14 warning - "do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these suggestions may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire." The weight of the consumer is unknown. Weigh limitations page 14 warning - "the tracer sx5 and tracer sx5 recliner wheelchairs have the following weight limitations: for chairs with a seat width of 14 to 18-inches, the weight limitation is 250 lbs (114 kg). For chairs with a seat width of 20 to 22-inches, the weight limitation is 300 lbs (136 kg). It is unknown if the consumer was using the wheel locks correctly. Wheel locks page 15 warning - "do not attempt to stop a moving wheelchair with wheel locks. Wheel locks are not brakes if the wheelchair is equipped with push to lock wheel locks, elevating legrests, and wheel lock extension handles, the wheel lock extension handles must be removed before swinging the elevating legrests to the side, otherwise injury or damage may result. Interference between the top of the elevating legrest and the wheel lock extension handle causes the wheel lock to disengage. Engaging the wheel locks may not prevent the wheelchair from moving on all floor surfaces including those that may be wet or slick. Always exercise caution when transferring into or out of the wheelchair. It is unknown if the consumer was attempting to reach at the time of the incident. Reaching - page 17 warning - "do not shift your weight or sitting position toward direction you are reaching as the wheelchair may tip over. Do not attempt to reach objects if you have pick them up from the floor by reaching down between your knees. Do not lean over the top of the back upholstery to reach objects behind you, as this may cause the wheelchair to tip over." It is unknown if the consumer was tipping at the time of the incident. Tipping page 18 warning - "do not tip the wheelchair without assistance. When lowering the front casters of the wheelchair, do not let the wheelchair drop the last few inches to the ground. This could result in injury to the occupant and/or damage to the wheelchair." The device is 2 months old. It is unknown if any maintenance has been performed on the wheel chair. Maintenance page 33 warning - "do not use the wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these suggestions may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the sidewall of the tire. Caution - as with any vehicle, check the wheels and tires periodically for cracks and wear. Replace as recommended. Periodically adjust wheel locks in correlation to tire wear. Refer to adjusting patient operated wheel locks on page 59.